Event description:
The customer reported that the system continued to emit x-rays and there was a black image. This event occurred during a procedure with patient involvement, therefore this malfunction may have resulted in a possible accidental radiation occurrence. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an investigation. The reporter issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.